Event description:
Event description guidant received information that this pacemaker that was recently implanted, exhibited odd atrial and ventricular pacing. The caller sent telemetry electrocardiograms (ECG) to technical services for analysis. A review of the telemetry ECG revealed atrial loss of capture, with ventricular pacing on the t wave. Guidant received additional information that this atrial and ventricular leads had dislodged and were successfully repositioned.